Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that the device was explanted due to premature battery depletion (pbd). A new device was implanted the same day. No adverse patient effects reported.